Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of redt0588 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when placing a catheter for this patient, a crevasse was found unexpectedly at the tip of the catheter, near the three-way valve. Gave up the catheter kit and used a new one for placement.